Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) shock lead impedance (sli) measurements on right ventricular (rv) lead that was detected via the patient's remote home monitoring system. An atrial burden alert was also detected. Subsequently, the patient received inappropriate shocks due to oversensed noise. A lead fracture was suspected. Boston scientific technical services (ts) observed that the shock impedance measurement had been consistent until last measurement which spikes to greater than 200 ohms. The patient will be brought to the clinic for further investigation. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).